Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 192t ce-ivd assay was performing as intended, as evidenced by robust and sigmoidal growth curves for the positive control targets. The root cause for the hbv reactive result was most likely contamination during sample preparation. For the hiv reactive result, contamination was also considered the most likely cause, although non-specific amplification could not be ruled out. Growth curves for the samples showed weak amplification, while positive control target growth curves were robust and sigmoidal, indicating proper assay performance. A systemic product issue was not identified, and no previously related internal investigations were found for the customer's allegation.

Event description:
The initial reporter alleged discrepant results with the kit cobas 58/68/8800 mpx 192t ce-ivd assay on the cobas 6800 instrument. The allegation involved two lyophilized samples. On 02-sep-2024, one sample was reported as reactive for hepatitis b virus (hbv) with a cycle threshold (CT) value of 40.3, and another sample was reported as reactive for human immunodeficiency virus (hiv) with a CT value of 37.9. Both samples were expected to be non-reactive.